Event description:
Olympus was informed that during an onsite visit, the user facility staff was not conducting leak testing nor conducting the instrument channel brushing steps. The issue occurred during reprocessing. There were no reports of patient infections or injuries.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the in-service evaluation, it was confirmed that the reportable malfunction occurred because the facility did not have a leak tester to perform leak tests with cyf scopes. This was determined to be a handling error by the customer due to a deviation from the instruction manual.d. Olympus will continue to monitor field performance for this device.